Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima ii leaked. On (B)(6) 2025, at 09:30, the nurse administered an IV infusion to the patient as ordered. During the placement of the IV catheter, blood seeped from the side of the catheter tubing after successful insertion. To avoid interrupting the infusion, a new catheter was immediately replaced, and the patient's infusion proceeded normally.

Manufacturer narrative:
Investigation results: a complaint history check was unable to be performed since no material, lot/batch number was provided. A device history review was unable to be performed since no material, lot/batch number was provided. Based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. A retain sample analysis could not be performed as no material, batch/lot number was made available for this reported event. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.